Event description:
A customer technical advocate (cta) was contacted with regard to calibration failures and qc being intermittently out of range for the axsym troponin-I adv assay. An unspecified number of patient results were reported out of the lab. Patient results with initial elevated results retested "negative" on a different axsym analyzer and/or different methodology. One patient result was questioned by a physician with no impact to patient management reported.

Manufacturer narrative:
When using the impacted lot of matrix cells, some customers have experienced controls out of range, discrepant patient results, and calibration errors with the axsym troponin-I adv assay. Abbott has not received any reports of adverse events related to the impacted lot of axsym matrix cells. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.